Event description:
It was reported that the device experienced under infusion. No patient injury was reported.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updates not required. H10: device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. A DHR (device history review) was performed and no problems or issues were identified during this DHR review. Service history review identified this device has not been in for service previously. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.

Manufacturer narrative:
Other text: b5: additional information received on 17-aug-2022 via email and attached in complaint object: no patient incident, issue found during testing. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. No product was returned for investigation. The cause of the reported problem could not be determined. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available. Corrected data: d4: correction: model number: 2120.